Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was admitted from an outside hospital after presenting with confusion and weakness. A head computed tomography (CT) scan was done at that time which showed intraparenchymal hemorrhage. The patient's glasgow coma scale (gcs) was 15. The patient answered most questions but was unable to identify family. The patient's mean arterial pressure was noted to be in the 110's. The patient was not treated at the outside hospital but started on nicardipine at the treating hospital. Deficits noted included disoriented x4 (person, place, time, and situation), right pupil irregular shape, reactive to light, moved all extremities with right upper and lower extremity weakness. A follow-up CT on (B)(6) 2019 showed intracerebral hemorrhage was stable. On (B)(6) 2019 there was a slight increase in intracerebral hemorrhage with increased edema, however, no neuro intervention was recommended. CT was repeated again on (B)(6) 2019 with no change. The patient was discharged to a rehab facility with ongoing right sided weakness on (B)(6) 2019 (last documentation of neuro status at discharge). The right sided weakness was unable to find resolution.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported intracranial hemorrhage, hypertension and patient condition as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 20oct2015. The heartmate 3 lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists stroke and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced stroke secondary to intracranial hemorrhage and was admitted to the hospital. The patient did not experience any elevated international normalized ratio (inr) values and the left ventricular assist device (lvad) was functioning normally according to the vad coordinator. There was no lvad malfunction. The patient was discharged from the acute facility on (B)(6) 2019 and remained in rehab off all anticoagulation. No further information was provided.